Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump. It was reported that the patient was scheduled for a pump replacement, however the patient had an infection. The entire pump and catheter were explanted and not replaced. There were no known environmental, external, or patient factors that may have led or contributed to the issue. Lab testing was done to confirm the infection. The issue was considered to be resolved and the patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.